Event description:
While attempting to take a reading on a hospital electronics unit, the hospital user accidentally recalibrated the sensor baseline, decreasing it by 13.9 mmhg. The mistake was discovered and the baseline was corrected. There were no patient consequences.

Manufacturer narrative:
No device analysis results are available because the device remains implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.